Manufacturer narrative:
Upon receipt of customer information. Personnel from relevant departments are organized to investigate the root cause. No abnormality was found during retained sample tests and products records review, based on the current investigation performed, more information is needed for the root cause determination.

Event description:
The customer complained that the safety protective cap is difficult to lock the needle, and when attempting to lock the needle into the safety sheath after use, it may "get stuck" and spray blood droplets, or the safety sheath may bend and fail to lock the needle.